Event description:
Information was received from a foreign healthcare provider regarding a patient who was receiving compounded baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that over the course of the past 1 month, the patient has had skin breakdown over their pump site. The date 2024-apr-01 is considered an approximate date of event (specific month and year known only).  The patient was to have their device system explanted due to this and r/o infection. They were questioning how to wean the patient off intrathecal baclofen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.